Manufacturer narrative:
Reported event: an event regarding instability involving an unknown hip was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: the event descriptions from the product inquiry summaries state: it was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2011. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Additional information as per medical records received oct-16-2023: "the hip was noted to be dislocated. The femoral head was removed. This was followed by removal of a dissociated constrained liner. Constrained liner was dissociated from the head as well as the cup." The operative report dated brief operative report and sticker sheet from (B)(6) 2011 denote that in the revision tha performed on the acetabular liner was exchanged for a constrained liner. The operative report from a revision tha performed om (B)(6) 2017 describes that the constrained liner had dissociated from the acetabular shell, the head remained within the constrained liner. The constrained liner was revised to an adm liner that was cemented in to a well fixed protrusio cup and the head exchanged. The documentation provided confirms that a primary tha was revised for instability on (B)(6) 2011. A second revision tha surgery was performed on (B)(6) 2017 for dissociation of a constrained liner. No documentation was available to confirm excess levels of cobalt and chromium in the blood. The root cause of these tha failures cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to hip instability. A review of the provided medical records by a clinical consultant indicated: the event descriptions from the product inquiry summaries state: it was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2011. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Additional information as per medical records received oct-16-2023: "the hip was noted to be dislocated. The femoral head was removed. This was followed by removal of a dissociated constrained liner. Constrained liner was dissociated from the head as well as the cup." The operative report dated brief operative report and sticker sheet from (B)(6) 2011 denote that in the revision tha performed on the acetabular liner was exchanged for a constrained liner. The operative report from a revision tha performed om (B)(6) 2017 describes that the constrained liner had dissociated from the acetabular shell, the head remained within the constrained liner. The constrained liner was revised to an adm liner that was cemented in to a well fixed protrusio cup and the head exchanged. The documentation provided confirms that a primary tha was revised for instability on (B)(6) 2011. A second revision tha surgery was performed on (B)(6) 2017 for dissociation of a constrained liner. No documentation was available to confirm excess levels of cobalt and chromium in the blood. The root cause of these tha failures cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
The following was reported: right hip revision for instability was performed in 2008. A constrained liner and femoral head were implanted.